Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving high readings with the use of the adc freestyle libre sensor versus a competitor brand meter. On (B)(6)2019, the customer took an unspecified dosage of insulin after obtaining a high reading from her sensor and experienced a loss of consciousness. Customer's sister gave her apple juice and a (B)(6). Customer was taken to a hospital and seen by an hcp who diagnosed her with hyperglycemia and subsequently taken off insulin. The sensor was removed from the customer and after a day and a half of monitoring, the customer was given insulin via IV. There was no report of death of permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings with the use of the adc freestyle libre sensor versus a competitor brand meter. On (B)(6) 2019, the customer took an unspecified dosage of insulin after obtaining a high reading from her sensor and experienced a loss of consciousness. Customer's sister gave her apple juice and a coke. Customer was taken to a hospital and seen by an hcp who diagnosed her with hyperglycemia and subsequently taken off insulin. The sensor was removed from the customer and after a day and a half of monitoring, the customer was given insulin via IV. There was no report of death of permanent impairment associated with this event.